Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked battery tube threads and scratched lcd window. No missing piece on the case noted.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 59 mg/dl. Customer stated he put in new batteries but did not work. Customer treated with food. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.